Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that the patient underwent mesh revision on (B)(6) 2011. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele and rectocele repair.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced fistula, vaginal infection, stress urinary incontinence.

Event description:
It was reported that following insertion the patient experienced fistula, vaginal infection, stress urinary incontinence.

Manufacturer narrative:
It was reported that the patient underwent mesh excision on (B)(6) 2013 by dr. (B)(6) at (B)(6) hospital.

Event description:
It was reported that the patient underwent mesh excision on (B)(6) 2013 by dr. (B)(6) at (B)(6) hospital.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency.

Event description:
It was reported that following insertion the patient experienced urinary frequency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discharge and bleeding.